Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 1 month after a right total hip replacement procedure, the patient reported he fell on his porch and experienced extreme pain and unable to ambulate. Patient went to the e.r. Post e.r. Doctor notes indicate the patient underwent a closed reduction. The patient was discharged with an immobilizer. No further issues or complications were reported. No surgical or medical interventions were reported. No additional information is available.